Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited clutch issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seal removed/broken: yes and top case was chipped. The right plunger case is cracked. The bottom case is damaged. The reported issue was not duplicated, there was nothing in alarm history pertaining to customer stated problem. The cause of the reported used was due to needing to replace clutch half's' left and right and that cleared up the problem. Parts were over 7 years old. Reported problem duplicated during occlusion test. The clutch halves were not operating as intended due to customer use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.